Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure in (B)(6) 2013 and mesh was implanted. The hernia has recurred and the mesh has contracted leaving the defect open for the ommentum to enter. A revision was performed using a different type of mesh. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.